Event description:
It was reported that customer received minimum fill notification and repeated fill tubing alerts while attempting to load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer initially reloaded same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique after being reminded to remove air and clean pump area, successfully resumed insulin, and was advised not to reuse supplies.